Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic prostate procedure, on stapling the prostate, the stapler was able to fire but there was poor staple formation. The staff said the middle staple line looked as if it did not deploy staples and the staple line was incomplete. The surgeon used suture to secure the staple line. They staple line fired completely to the distal end. The first and third staple rows formed completely. However, the staff reported the middle row looked as if no staples were deployed. Overall, the staple line was secure. However, they say there was some oozing that needed some suturing to control. The surgeon used suture to stop the oozing to complete the case. There was no patient injury.